Manufacturer narrative:
Follow-up #1; date of submission: 07/29/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/13/2015 with the following findings: the reported call service alarm issue could not be adequately investigated due to a no-power issue; no conclusions could be determined in regards to the reported issue. Evidence of moisture ingress was observed behind the display lens. The battery compartment was observed to be cracked in the area below the grip pad. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found on internal components; the moisture ingress caused the observed power failure.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that there was issue regarding the occurrence of cs-064 ¿call service alarms¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.